Event description:
It was reported that after checking full disclosure data for all telemetry pts, it was discovered that an asystole event had occurred for one pt, but there was no alarm triggered at the clinical info center (cic). There was reportedly a significant amount of interference in the ECG signal due to artifact. The pt was moved to the critical care unit (ccu) and received a pacemaker. No reported pt injury. The pt was discharged from the hospital on (B)(6) 2011. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Under (B)(4) law, pt info is considered confidential and will not be released by the hospital.